Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the clinic after experiencing symptoms of fatigue. An electrocardiogram was performed and complete heart block with loss of capture on this right ventricular (rv) lead was observed. Further review revealed that the rv pacing thresholds had increased from 0.5 volts at implant to 5.1 volts. A revision procedure was performed and this rv lead was explanted and replaced. During the revision, fibrosis was observed surrounding the lead. This rv lead was discarded and is not expected for return. No additional adverse patient effects were reported.